Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that a pump replacement would be done tomorrow. The rep was requesting to have the affected pump be sent back to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
Interrogation of the device during analysis determined that the pump was programmed to infuse lioresal. Analysis of the implantable pump (B)(4) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient who was receiving compounded baclofen, 2000 mcg/ml concentration at 708 mcg dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that withdrawal occurred. Patient's mother said she heard critical alarm around noon (B)(6) 2018 and went to the hcp's clinic. Logs were read and found that motor stall had occurred (B)(6) 2018 at 10:20. Patient went to emergency room yesterday to be admitted to hospital. Pump replacement would be scheduled week of (B)(6) 2018. The rep was currently waiting on status report. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. At the time of this report, the issue had not been resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.